Manufacturer narrative:
Device complaint of pacemaker in backup mode could not be confirmed. The device was received in normal working condition and no anomalies were noted. Electrical and mechanical analysis performed indicated that the pacer exhibited normal device characteristics. Assessment of total projected longevity was performed, and device was found to have appropriate longevity left. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the pacemaker was interrogated and was found in backup mode for unknown reasons. After printing the device's report, the pacemaker was inappropriately showing as an implantable cardioverter defibrillator. The device was not used, and new one was implanted. There were no patient consequences.